Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. Follow up revealed that the patient has an underlying rhythm and no intervention has been conducted. It was additionally noted that the device software has been updated. Follow up also indicated that the right atrial (ra) lead exhibited undersensing and was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.